Manufacturer narrative:
The reason for the sapien valve explant was not provided despite unsuccessful attempts to gather information from the site. Of note, the physicians are not forthcoming to provide information. As per physician opinion, the event was not related to the failure of ay edwards¿s device. Explant of aortic bioprosthetic valves can be due to multiple mechanisms, but the device was not returned and information not provided; therefore, the specific root cause of this explant cannot be determined or evaluated at this time. There is no information to suggest a device quality deficiency was related to this event. Device explant is listed in the instructions for use for the tavr procedure and is a known potential risk associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, one day post implant of a 29mm sapien valve in the aortic positon by transaortic approach, the valve was explanted.